Event description:
The manufacturer received information alleging a ventilator's internal battery would not charge. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery allegedly would not charge. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device was found to have insect contamination and was returned to the customer unrepaired.